Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. The transmitter was milled and voltage was able to be added to the transmitter. Pairing test was performed and passed. There was no data log available to review. A bin file analysis was performed and no errors were found. The reported event of a transmitter failed error was confirmed. A probable cause could not be determined. No additional patient or event information is available.